Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had several low flow alarms and one of the 14 volt batteries depleted fast. The battery was replaced with a fully charged battery. An echocardiogram was completed. The log file captured numerous low speed and pump stop events on battery power. The log file also revealed multiple pump stops. The patient had a history of short to shield and was on the ungrounded patient cable. The short to shield had progressed into a phase to phase short. X-ray images revealed twisting on the internal and external portions of the driveline. There was also a big loop in the internal portion of the driveline which put tension on the pump end bend relief. The patient passed away on (B)(6) 2022. The cause of death was unknown, but the death was not device related,

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events. A specific cause for these events could not be conclusively determined through the submitted images and no product was returned for evaluation; however, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The system controller log files collectively contained data from 19nov2022 through 24nov2022. Persistent low speed and pump stop events were captured on 23nov2022 and 24nov2022 while the patient was connected to 14 volt (v) batteries and the power module (pm). No other notable events or alarms were captured. The account reported that the patient ultimately expired on (B)(6) 2022, and the cause of death was unknown as the patient was lost to follow up. Due to patient privacy laws the managing hospital would not communicate any further information regarding the patient¿s expiration; however, it was noted that the patient outcome was not device related. It was reported that hmii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.